Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose (bg) was 460 mg/dl. Ketone level was high. Customer was vomiting and went to the emergency room. Customer was admitted to the hospital on (B)(6) 2018 for diabetic ketoacidosis (dka) and treated with intravenous insulin. Bg/dka resolved. Customer had not been discharged at the time of the report. Although multiple attempts were made by tandem technical support to obtain discharge date, customer did not reply.